Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that stopper came off of the paxgene® blood rna tube while the nurse was releasing it from a rubber band, and the contents splashed onto one of the nurse's chest and neck area. This brought on "an immediate burning sensation", and "necessary steps to resolve the incident" were taken, but there were no reports of serious injury or medical intervention. It was also stated the "rn was wearing gloves and goggles" when the event took place. The following information was provided by the initial reporter: "it was reported that the top of the tube came off as the nurse was releasing it from a rubber band. The tube contents splashed onto one of our cru nurses and we completed an internal incident report. I need to let you know of a defect w/a supplied pax gene tube from last weekend. On (B)(6) 2019, the top of the tube came off as the nurse was releasing it from a rubber band. The tube contents splashed onto one of our cru nurses and we completed an internal incident report. The rn reported that the liquid splash area had an immediate burning sensation and the nurse took the necessary steps to resolve the safety incident. The rn was wearing gloves and goggles." There are two paxgene tubes collected at one time so it looks like they bind them together with the rubber band. "I was taking off the rubber band on the tubes and one of the paxgene tops came off and splashed onto my chest/neck area. Instant burning sensation was felt, I immediately washed off the area, burning sensation subsided. We bind the two paxgenes together with the rubber band."